Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging a onetouch ultra meter was displaying inaccurate results compared to the same meter. This complaint was classified using the documentation from the customer care advocate (cca) the patient reported the alleged issue first occurred 6 weeks prior to contacting lfs. The patient reported obtaining readings of ¿188 and 89 mg/dl¿ on the lfs meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=20% or <=20mg/dl when obtained within 20 minutes. The patient reported since 6 weeks prior to contacting lfs, she was anxious. The patient reported on an unknown date and time she went to the emergency room (ER) for treatment and was given a glucagon injection. It is unknown if the patient¿s blood glucose was measured. The patient was found to be using an approved sample site at the time of testing and the meter was in the correct unit of measurement. The patient was found to be using the correct testing steps and the test strips and test strips vial were in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue she required treatment from a healthcare professional in the ER.

Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.